Event description:
A zoll pt service rep (psr) contacted zoll customer support to report that a (B)(6) male pt's battery needed to be replaced. Zoll customer support reviewed the pt's flag files and reported several battery faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) was completed. The reported problem (battery faults) has been confirmed. Upon investigation, the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to contamination of the battery pcb board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement battery pack.